Event description:
The customer reported that the knife blade of the device would not advance. There was no injury to the patient reported. Upon receipt of the device at covidien, a preliminary investigation found that a tab from the spindle cap located inside of the device handle was broken off. The location of the missing piece is unknown.

Manufacturer narrative:
Covidien reference number: (B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.